Manufacturer narrative:
The fse evaluated the device onsite and determined that the main board was generating strange signals to the speaker. After replacing the d100-cml ui (453564844311), dfm100 assy fan (453564489321), and dfm100 speaker assy (453564489331), the issue was resolved. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective d100-cml ui, dfm100 assy fan and dfm100 speaker assy (453564489331). The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name:(B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal:(B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had noise issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.